Event description:
The customer reported that the pacer button wasn't working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the pacer button wasn't working. There was no reported pt involvement. The device was evaluated by philips. The symptom was clarified as the mode key on the pacer keypad not working. The pacer keypad was replaced to resolve the issue.